Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a c-flex 570c intraocular lens (iol). The event description provided by the healthcare facility states that the lens haptic got caught during implantation. For further info please refer to rayner intraocular lenses limited's med 9611165-2014-00038.